Manufacturer narrative:
The reported event was confirmed. A 75 cc amber continuous irrigation lubricath foley was returned open with its original packaging, the balloon of the catheter appeared to be partially collapsed when returned. The catheter was filled with 80 ccs of water and then was passively deflated. It was found that a portion remained in the balloon remained inflated. Deflation issues would have failed the functional evaluation in the inspection procedure. A potential root cause could be due to "dull cutting tools", "operator error", or "insufficient drying". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon could not be fully deflated. Per additional information from the ibc via email 13feb2020; the water was difficult to remove. The user tried several times to deflate the balloon, removing water each time. Finally the device was removed with the balloon partially inflated. No further medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon could not be fully deflated. Per additional information from the ibc via email 13-feb-2020; the water was difficult to remove. The user tried several times to deflate the balloon, removing water each time. Finally the device was removed with the balloon partially inflated. No further medical intervention was required.